Event description:
A patient reported blood glucose results of 180mg/dl with a lifescan meter and 132mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The patient performed a blood glucose test in the morning, prior to calling and obtained a reading of 205mg/dl on the reported meter. Meter was replaced.

Manufacturer narrative:
Information not provided. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.